Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump shut down without display message or alert during the night. Caller stated the pump beeped but had no function anymore. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.